Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e2006 captures the reportable event of erosion.

Event description:
It was reported that the patient underwent placement of a spaceoar vue device on (B)(6) 2026. On an unknown date following the procedure, the patient began experiencing pressure and pain. On (B)(6) 2026, the patient underwent a sigmoidoscopy, during which the rectal erosion/fistula was diagnosed, and an abscess drainage was performed. The device was explanted on the same date. According to the physician, the erosion was associated with the hydrogel being inadvertently injected into the rectal wall. Due to clinical deterioration, the patient required multiple surgical interventions. On (B)(6) 2026, an exploratory laparotomy with colostomy creation was performed. On (B)(6)2026, the patient underwent a small bowel resection with anastomosis, followed by a conversion of a loop sigmoid colostomy to an end colostomy. The patient was hospitalized as a result of this event and related surgical management. The patient was discharged from the hospital on (B)(6) 2026, and was expected to fully recover.